Event description:
During preparation for use of the pump for a cardiopulmonary bypass procedure, the cardioplegia pump display did not display one or more of the expected self-test messages. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.